Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the error description provided by the customer "hardware no image" was confirmed. Overall, the following defects were found: no image, led flickers, led glows weakly, blade damaged, weld seam broken, leaking, moisture has entered, housing worn. As already mentioned, the device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection, it is therefore concluded that the most likely cause of the error described is improper use or damage caused by the user or during reprocessing. As described in [?]checking the labelling', the product must be checked for functionality and damage before and after each use, according to the instructions for use. In addition, a functional test (including light transmission and sufficient image quality) is described in which the defect would have been noticed on the device. The event is filed under internal karl storz complaint ID: (b)4).

Event description:
It was reported: "the hardware does not display an image. The soldering seam is cracked, causing the blade to leak ". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).